Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. (B)(4). The customer stated that there was no patient involvement. .

Event description:
(B)(4). Npi 8110 error code call stack error. Customer wanted to know how to fix the error code, call stack error. I explained to the customer that he needs to re flash the unit. Customer said ok and ended the call.